Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, surgery to replace the magnet has been completed (specific date not reported). The implanted device remains.